Event description:
The physician indicated that the patient first mentioned the sleep apnea within the last year. The physician indicated that there is no clear relationship between vns and the patient's obstructive sleep apnea. The physician indicated that no interventions have been taken. The obstructive sleep apnea does not occur with stimulation and no causal or contributory programming or medication changes preceded the onset of the obstructive sleep apnea.

Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient has recently been diagnosed with obstructive sleep apnea and was prescribed a CPAP to treat it. It is unknown if the vns is related to the sleep apnea.